Event description:
Customer note alleges siderail doesn't latch solidly.

Manufacturer narrative:
Technician cleaned, lubricated and tightened both intermediate siderails to resolve issue. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.